Event description:
A report was received that the patient was experiencing persistent pain at the generator site. It was also reported that when the scs was functioning, it aggravated the patient¿s pain. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing persistent pain at the generator site. It was also reported that when the scs was functioning, it aggravated the patient¿s pain. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the lead was pulled down a vertebral body and this was able to take out the pain in the rib cage area. It was also reported that the ipg site was made a little deeper and this addressed the pain in the pocket. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that there is no further course of action.

Event description:
A report was received that the patient was experiencing persistent pain at the generator site. It was also reported that when the scs was functioning, it aggravated the patient¿s pain. The patient will undergo a revision.